Event description:
It was reported that during a device change out due to normal eri, externalized conductors and a lead fracture were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.